Event description:
A malfunction alarm was reported by a caller regarding a tandem pump. There was no adverse impact on the customer's blood glucose level. The customer, under guidance from technical support, reverted to multiple daily injections (mdi) as a backup therapy, and a replacement pump was sent to them. The caller was instructed to put the malfunctioning pump into storage mode and return it to tandem using a provided return box and pre-paid label.